Event description:
Upon dialysis initiation, while connecting the patient to the dialysis machine, the staff noticed blood from the circuit, leaked into the hanson connectors, flowing in the direction of the machine. Staff observed a crack on the arterial side cap of the dialyzer. No leakage was confirmed outside of the tube. The machine did not alarm for leak. The treatment was abandoned immediately. The patient was disconnected from the machine. Blood from the circuit could not be returned, the patient had 50ml of blood loss. Post disconnection, patient had no further adverse reaction. 40% of oxygen was administered. Vital signs were found stable. Bp: 179/119, pulse 75 bpm, resp: 24bpm, o2 sat 98%. Patient was reconnected to a different machine with a new set up for a duration of 4hrs with no adverse reaction. Post dialysis the patient was alert and responding well with no complaints.

Manufacturer narrative:
Date of initial submission report corrected to 03/11/2021. Date of product expiration date corrected to 05/31/2023.

Manufacturer narrative:
Date of initial submission report corrected to 03/11/2021. Date of product expiration date corrected to 05/31/2023.

Event description:
Upon dialysis initiation, while connecting the patient to the dialysis machine, the staff noticed blood from the circuit, leaked into the hanson connectors, flowing in the direction of the machine. Staff observed a crack on the arterial side cap of the dialyzer. No leakage was confirmed outside of the tube. The machine did not alarm for leak. The treatment was abandoned immediately. The patient was disconnected from the machine. Blood from the circuit could not be returned, the patient had 50ml of blood loss. Post disconnection, patient had no further adverse reaction. 40% of oxygen was administered. Vital signs were found stable. Bp: 179/119, pulse 75 bpm, resp: 24bpm, o2 sat 98%. Patient was reconnected to a different machine with a new set up for a duration of 4hrs with no adverse reaction. Post dialysis the patient was alert and responding well with no complaints.

Event description:
Upon dialysis initiation, while connecting the patient to the dialysis machine, the staff noticed blood from the circuit, leaked into the hanson connectors, flowing in the direction of the machine. Staff observed a crack on the arterial side cap of the dialyzer. No leakage was confirmed outside of the tube. The machine did not alarm for leak. The treatment was abandoned immediately. The patient was disconnected from the machine. Blood from the circuit could not be returned, the patient had 50ml of blood loss. Post disconnection, patient had no further adverse reaction. 40% of oxygen was administered. Vital signs were found stable. Bp: 179/119, pulse 75 bpm, resp: 24bpm, o2 sat 98%. Patient was reconnected to a different machine with a new set up for a duration of 4hrs with no adverse reaction. Post dialysis the patient was alert and responding well with no complaints.